Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the battery data read 1.7 kohms. Follow-up will continue.